Manufacturer narrative:
One medfusion pump was received with a crack on the bottom case and a missing battery pack. The event history log was reviewed and there was a backup audible alarm post error in the history. The power up process was conducted and the backup audible alarm post error was found. The main board with high profile blue tokin capacitor dis not operate as intended. The main board was replaced and a pass configuration ID was downloaded onto it to resolve the issue. The cause of the issue was unable to be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad board. There was no patient involvement.